Event description:
It was reported the device was explanted and replaced due to 'possible' premature battery depletion. No patient complications were reported as a result of this event.

Event description:
It was reported the device was explanted and replaced due to 'possible' premature battery depletion. No patient complications were reported as a result of this event. It was later reported that the rv lead had "inadequate sensing" and was explanted and replaced at the same time as the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.